Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous middle left anterior descending artery (lad). A 3.50mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 21 to 22 seconds, the balloon ruptured. The device was removed and no balloon pieces in the patient's body. The procedure was completed with another maverick balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous middle left anterior descending artery (lad). A 3.50mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 21 to 22 seconds, the balloon ruptured. The device was removed and no balloon pieces in the patient's body. The procedure was completed with another maverick balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. At 4mm proximal from the distal waist of the balloon, there was a 2mm longitudinal tear. The device failed to inflate to rated burst pressure.